Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-127 ¿call service alarm¿ occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/20/2015 with the following findings: several cs-(B)(4) 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. The pump powered on to a hard cs-(B)(4) 'call service alarm': the reported issue was duplicated. The pump case was removed, and the reference voltage was found to be below the lower specification limit. The c-(B)(4) capacitor cap was removed, and the reference voltage returned to levels within the specifications; this capacitor failure directly caused the reported issue. The pump was able to power on and exercise with the c-(B)(4) capacitor cap removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).